Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 600+ mg/dl. The customer treated with the pump bolus. The medical staff took off the infusion set and noticed that the cannula was bent and the pump did not give an alarm. The customer had symptoms such as fatigue, tiredness and dizziness. The customer was treated at the hospital with IV drip. The customer was advised to call back.